Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's pacemaker could not be interrogated. Subsequently, the pacemaker was explanted. No further information was available.

Manufacturer narrative:
The reported field events of an inability to interrogate the device and premature battery depletion were not confirmed in the laboratory. Review of the device image indicated that the device went into backup operation after explant likely due to low battery voltage at low temperatures. Battery assessment of the device after cut open procedure revealed that the battery had reached eol. After replacing the battery and downloading product code, the device was tested on the bench and no anomalies were found. Device telemetry was normal. Based on all available parameter and usage information, device longevity was found to be within the expected limits.